Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of ventricular capture. It was noted that the device was sensing approprately.